Event description:
It was reported that during percutaneous transluminal angioplasty, the balloon catheter froze on the wire. The 90% stenosed target lesion was located in the iliac artery. A 6.0 x 20, 75cm mustang balloon catheter became stuck in a non bsc guide wire and the catheter was unable to move. The devices were exchanged and the procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during percutaneous transluminal angioplasty, the balloon catheter froze on the wire. The 90% stenosed target lesion was located in the iliac artery. A 6.0 x 20, 75cm mustang balloon catheter became stuck in a non bsc guide wire and the catheter was unable to move. The devices were exchanged and the procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. An initial attempt to withdraw the wire met with a resistance, however when the wire was withdrawn solidified blood was present on the surface of the wire. When the wire was wiped down, the wire could move freely through the device with no resistance noted. The outer diameter of the wire was measured to be within specification. No issues were noted with the device which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).